Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent helium loss 3 alarms. They are occurring every "2 min". There are no kinks, no blood noted in tubing, patient in nsr. Alarm history revealed persistent helium loss 2 alarms beginning approximately a hour earlier. Pump exchanged. No additional leak alarms after pump exchange. "

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss 2 alarm" is confirmed based the picture provided with the complaint report. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "persistent helium loss 3 alarms. They are occurring every "2 min". There are no kinks, no blood noted in tubing, patient in nsr. Alarm history revealed persistent helium loss 2 alarms beginning approximately a hour earlier. Pump exchanged. No additional leak alarms after pump exchange. "